Event description:
Subsequent to the initial medwatch, additional information was received indicating that on (B)(6) 2010, the stenosis was in the proximal portion of the stent in the mid to proximal left anterior descending artery. It appears that the patient was only in the hospital on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4).

Event description:
It was reported via a trial that on (B)(6) 2007, the patient underwent stenting in the mid left anterior descending artery with two xience v stents. On (B)(6) 2010, the patient experienced unstable angina and underwent a diagnostic coronary angiography. Subsequently, the patient underwent revascularization in the target lesion with balloon angioplasty and additional stenting with a non-abbott stent. The patient's condition resolved on (B)(6) 2010. The patient was not admitted into the hospital for this intervention. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, additional information was received indicating that on (B)(6) 2010, the stenosis was in the proximal portion of the stent in the mid to proximal left anterior descending artery. It appears that the patient was only in the hospital that day.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.